Manufacturer narrative:
Patient-specific information a4: weight is unknown. Device status: the impella device was not received from the customer; therefore, an evaluation/analysis of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient with postcardiotomy cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support (mcs) and experienced a stroke. Prior to start of impella mcs, the patient experienced an acute myocardial infarction and underwent coronary artery bypass graft surgery under intra-aortic balloon pump support. Postoperatively, the patient was discharged to the room on extracorporeal membrane oxygenation and intra-aortic balloon pump. Five days later, a left ventricular hematoma was detected with reoperation. The impella 5.5 device was inserted thereafter, but before weaning from cardiopulmonary bypass. The patient was on the impella mcs for 14 days and after removal of the impella 5.5 device, the patient developed a right cerebral infarction on the side where the impella was inserted. Additional information received noted treatment for the stroke is unknown. Per the physician, the cause of the stroke is unknown. The physician also noted since the cerebral infarction occurred on the side where the impella 5.5 was inserted, it is likely that the stroke was caused by the impella 5.5 device. The outcome of the patient was noted as survived but in critical condition.

Manufacturer narrative:
The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record review confirmed the device passed all the post sterile inspection checks. Regarding, the stroke, in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6. Investigation type, findings and conclusion codes and component code were updated accordingly based on the completed investigation.